Manufacturer narrative:
Device evaluation: visual inspection with the unaided eye shows the returned product do not contain the iol. An empty lens case, some labels, implant notification card, patient lens implant card and directions for use (dfu) were delivered. The iol is not present. Considering what was returned additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. Results of the dimensional inspection were reviewed. The results were within specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided, gender/sex: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor could not center zct300 intraocular lens (iol). Therefore the lens was removed during the same procedure. Reportedly, there was no issue with the lens. Incision was enlarged, suture was used and vitrectomy was performed. The patient is doing well. No further information was required.